Manufacturer narrative:
The above combination of devices constitute an off label application in the united states.

Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, tissue damage and necrosis, exposure to metal debris, elevated cobalt and chromium levels and fluid accumulations around the hips.